Event description:
As reported by the user facility: detailed inquiry description: during treatment micro air bubble found in the bloodlines post blood pump segment. Upon inspection we found the slight cut on. The blood pump segment right above the arterial pod. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample and six (6) photos were submitted to the manufacturer for evaluation. Through visual examination of the sample and photos, a small cut was observed on the tubing between the pump blood segment connector and the arterial pod. The sample was then leak tested with failing results. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the sample is not within specification and the reported defect is confirmed. While a defect was confirmed, an exact root cause could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.